Event description:
During the case the gyrus acmi halo pks cutting forceps stopped functioning. It was functioning without difficulty at the beginning of the case. Diagnostic laparoscopy, lysis of adhesions, btc.